Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3 h6 manufacturing location: supplier- universal punch / monument manufacturing date: 01-apr-2022 part number: 03.114.002, stardrive scrwdrvr shft/t4/ 42mm/self-retaining lot number: 733p471 (non-sterile) lot quantity two pieces were scrapped at op, laser mark, for being dropped. Two pieces were scrapped in cell, vendor tin coat, for destructive testing. Production order traveler met all inspection acceptance criteria apart from the four pieces noted. Inspection sheet, rev g met all inspection acceptance criteria apart from the four pieces noted. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received (vendor machine) dated 30-jun-2022 was reviewed and determined to be conforming. Hardness specified ; hardness certified at 58.20. Inspection certificate supplied (for raw material) dated 12-jun-2020 was reviewed and determined to be conforming. Certification of analysis supplied (tin coat) dated 02-aug-2022 was reviewed and determined to be conforming. Certificate of compliance supplied (colorize) dated 29-aug-2022 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of scrdriver shaft 1.5 t4 short self-holdin, p/n: 03.114.002, lot: 733p471, was broken. The broken fragment was not returned for evaluation. No other problem identified. A dimensional inspection was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the scrdriver shaft 1.5 t4 short self-holdin, p/n: , lot: 733p471 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: rev m current and manufactured. Dimensional inspection: n/a device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter name and address:: initial reporter facility address: (B)(6), costa rica, (B)(6), costa rica manufacturing location: supplier- (B)(4), manufacturing date: 01-apr-2022, part number: 03.114.002, stardrive scrwdrvr shft/t4/ 42mm/self-retaining, lot number: 733p471 (non-sterile), and lot quantity: (B)(4). Two pieces were scrapped for being dropped. Two pieces were scrapped in cell for destructive testing. Production order traveler met all inspection acceptance criteria apart from the four pieces noted. Inspection sheet met all inspection acceptance criteria apart from the four pieces noted. Packaging label log (pll) reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from (B)(4) for dated 30-jun-2022 was reviewed and determined to be conforming. Hardness certified to be within specified range. Inspection certificate supplied to (B)(4) from (B)(4) (for raw material) dated 12-jun-2020 was reviewed and determined to be conforming. Certification of analysis supplied by (B)(4) dated 02-aug-2022 was reviewed and determined to be conforming. Certificate of compliance supplied by (B)(4) dated 29-aug-2022 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in costa rica as follows: it was reported that during surgery on (B)(6) 2023, when inserting a 1.5 screw, the doctor reported that the tip of the screwdriver broke, so she used another to complete the procedure. The screwdriver fragment was removed from the surgical field and discarded. The procedure was completed successfully, and the fragments were easily removed without additional intervention. No further information is available. This report involves one stardrive screwdriver shaft t4/42mm/self-retaining. This is report 1 of 1 for (B)(4).